Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a visit with the patient to help with programming the patient stated they were feeling the stimulation in a new location. The rep noted they asked the patient if they had had a fall and the patient stated that they had fallen twice in (B)(6) off of a bus and also in the snow in (B)(6) 2019. The environmental/external/patient factors of the event were that the patient had fallen multiple times from (B)(6) 2018 - (B)(6) 2019. Diagnostics and troubleshooting performed were that the rep was able to give the patient three new programs to try. The rep noted the patient would try each over the next several weeks and follow up with an appointment with their health care physician (hcp). Thus the actions/interventions taken were that new programs were given. It was noted that impedance was good and that stimulation was near tailbone. The rep noted it was unknown if the issue was resolved at this point but that they would follow up for more information. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care physician (hcp) via a manufacturer representative (rep). The rep reported in response to the inquiry of if reprogramming the patient after their multiple falls resolved the issue or if there had been any further actions taken/planned to be taken in regards to the device/therapy in the aftermath of the fall, that they spoke to the health care physician (hcp) on (B)(6) 2019 to see if there were any further updates on the patient and as of (B)(6) 2019, the hcp had heard nothing. There were no further complications reported/anticipated.